Event description:
The customer reported that the 840 ventilator is inoperable. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the graphical unit interface pcb. Covidien loaded the software only and conducted the final testing.